Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. The receiver log was not downloaded and reviewed due to the receiver not turning on. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.